Manufacturer narrative:
The implicated product is a port with a 9.6 fr. Attachable open-ended catheter in a percutaneous introducer system. The product received for evaluation is a single lumen plastic port with a 9.6 fr. Open-ended catheter segment attached. The port/catheter assembly measures 7.7 inches long. The port has an indeterminate number of needle puncture sites in the septum and dried serious residue is found on the catheter outer diameter, inner diameter and trapped between the catheter and cath-lock. The tubing's distal tip has a flattened outer diameter with an elliptical orifice. Also received with the complaint sample is a 3.8 length of loose 9.6 fr. Tubing. One end of this tubing has a round orifice, while the opposite end is elliptical with a flattened outer diameter. A lot history review reveals no mfg issues and one similar complaint which is inconclusive as no product has been returned for evaluation. Microscopic (14x) comparison of the flattened, severed ends of each tubing segment achieves a close match and establishes the loose tubing segment as the distal portion of the tubing attached to the port. Mangified examination of the distal tip of the proximal tubing reveals a broken and jagged edge with a flat, granular surface. The proximal end of the distal segment is much the same. Except for the flattened outer diameter and oval shape of the orifice, no associated damage can be found. This is consistent with blunt trauma similar to that resulting from compression fracture. Using a microscopic micrometer, cross-sectional measurements of the severed ends are made. The long axis on the proximal end of the distal segment is .144 inches, the short axis is .093 inches. The average cross section measurement of 9.6 fr. Open-ended tubing as established by the MFR is .125 inches. Patency of the port/catheter assembly and the loose catheter segment is established by flushing and aspirating water with a 12cc syringe. The port is accessed using a 20 ga. Non-coring needle. Except for the flattening of the outer diameter at each segment's severed end, tactual examination of the tubing is unremarkable. The needle puncture sites in the port septum appear to be the result of non-coring needles. The complaint of catheter fragmentation is confirmed. It should be recorded as user-related. The damage observe don the complaint sample as well as statements documented in the complaint file are consistent with clavicle/first rib compression fracture. This is a complication associated with the medial insertion of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissors action against another hard, enough surface, the first rib, until the tubing failes. This is a risk against which bard warns the user in its instructions for use.

Event description:
The port was placed 5/2/96. During a chest xray in 4/97; it was noted that the catheter fragment was under the clavicle. The fragment was snared by radiology on 4/25/97 via femoral vein.